Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.328¿ x 0.080¿. There was not any material missing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory involved with the complaint for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi has received the monopolar curve scissors used in the same event; however, failure analysis has not completed their investigation on the mcs.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument had the orange part showing below the tip cover. The procedure was completed with no reported injury.